Event description:
It was reported to philips that the c-arm geometry movements were not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing planned, non-emergency treatment which was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm geometry movements were not working. Upon troubleshooting, the fse found "roll - 8s" would reset itself after setting the start and end positions. The fse performed multiple tests and verifications, and tested 230vac power to the arc drive within specifications. The fse noticed the home position/0 position was not level on the c-arm, recalibrated, and leveled the c-arm roll and prop position. To resolve the issue, the fse recalibrated the c-arm current and potentiometer positions. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.